Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance features were tested and no temperature errors were observed; however, no impedance values were displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31263116l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The impedance error was not related to the reported event. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that the doctor wanted to start burning the ventricular tachycardia (vt) and an error message "temperature invalid" was displayed. It was not possible to burn. The catheter was reconnected, and a new cable was used and the issue did not resolve. When the catheter was replaced, then it was possible to discharge, and the catheter worked for the time being. No adverse patient consequence was reported. The temperature invalid issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 23-jul-2024, there was a reddish material and a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 23-jul-2024.